Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). Multiple reports are submitted for this event. Please reference 0001825034-2016-05069. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a reduction due to dislocation.

Manufacturer narrative:
Concomitant medical products: - freedom constrained head, pn 11-107017, ln 073270. Freedom 10 degree liner, pn 11-107424 ln, 143410. Unknown stem, pn & ln unknown. Complaint is confirmed through review of radiographs. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.